Event description:
Patient underwent the closure procedure. During a followup ultrasound four days later, a 2cm length, 1cm diameter thrombus extension into cfv was found, and the patient was prescribed lovenox. Eight days later, the lovenox was stopped and replaced with coumadin, which the patient is to take for 3-months.

Manufacturer narrative:
The patient has been taking anticoagulation medicine since 2006, and continues to be asymptomatic.